Manufacturer narrative:
The investigation determined the likely root cause of the event to be debris trapped between the mating faces of the liner and shell during insertion and attempted locking. Visual inspection the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Confirming the event. Minor gouging damage on the locking feature indicates debris was present between the mating faces of the liner and shell during insertion and attempted locking. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
We implanted a 50mm tritanium cluster cup alpha code d. We went to implant a trident 32 neutral x3 polyethylene liner and it would not go in the cup. It would not seat properly in the cup. We placed a 32 d liner trial in to make sure it wasn't the cup that was giving us the issue and it went in easily. We opened a new liner same size and alpha code made it worked perfectly.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
We implanted a 50mm tritanium cluster cup alpha code d. We went to implant a trident 32 neutral x3 polyethylene liner and it would not go in the cup. It would not seat properly in the cup. We placed a 32 d liner trial in to make sure it wasn't the cup that was giving us the issue and it went in easily. We opened a new liner same size and alpha code made it worked perfectly.